Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleging an intermittent power issue and that the patient had a blood glucose of 480 mg/dl with unspecified ketones, nausea, confusion, and was 'not feeling good', irritable. The patient required no unusual treatment. During troubleshooting, customer support found that the yellow o-ring was visible at the battery cap and that the patient had not properly tightened the battery cap per the IFU. Cs attributed the bg excursion to the improperly tightened battery cap. The patient continues on the pump. This complaint is being reported as the patient experienced hyperglycemia related to the use error of not tightening the battery cap properly.